Event description:
It was reported that an ilet user experienced a persistent ¿38 ¿ insulin, consecutive stalled motor¿ alert that recurred despite multiple restarts and supply changes over several days, consistent with a device alarm malfunction related to the pump motor/insulin delivery mechanism. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included remote troubleshooting and education, verification of shipping and return logistics, and instruction to shut down the device to avoid further alerts, with guidance to sync data to the mobile app and to continue cgm use with dexcom g7. Investigation of this case revealed a recurring stalled motor alarm consistent with an insulin delivery interruption associated with the pump¿s motor component, and replacement was arranged. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction consistent with motor stall behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.